Event description:
The hcp reported the patient underwent device explanation. The device was returned for disposal only. The device is part of a catheter access port detached recall.

Manufacturer narrative:
Final device analysis results reveal no anomaly found-normal device function.